Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, green particles in the shell, and an opening on posterior. Microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge and three striated openings on anterior and posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. Three striated openings on anterior and posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.